Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station reports were not responding and orders were not populating. A technical support specialist dialed into the report server, application server, and database server and identified that reports could not be generated despite all services running without issue, reviewed logs at and identified an issue indicating report processing failure due to an inability to create a connection to the data source, applied knowledge article (ka) - "medstation es - unexpected error while generating reports -the report server cannot decrypt the symmetric key" and found that the connection string was misconfigured, updated the data source setting accordingly and verified that the reporting server issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server station reports were not responding and orders were not populating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.